Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to improper component placement of endoprosthesis and occlusion of native vessel. (B)(4).

Event description:
On (B)(6) 2017, the patient underwent endovascular repair of an infectious descending thoracic aortic aneurysm and an abdominal aortic rupture. First, the physician implanted a conformable gore® tag® thoracic endoprosthesis to repair the descending thoracic aortic aneurysm. Next, the physician elected to implant gore® excluder® aaa endoprostheses featuring c3® delivery system to repair the abdominal aortic rupture. A trunk-ipsilateral leg component (rmt231212j/13308881) was advanced from the left side and its proximal portion was deployed. Then, a 14-fr introducer sheath was inserted from the right side and cannulated into the contralateral gate. While the ipsilateral leg was being deployed, an attempt was made to push up the ipsilateral leg using a balloon catheter and an introducer sheath. However, this attempt was unsuccessful, resulting in the left internal iliac artery being unintentionally covered. The physician elected to deploy a contralateral leg component in the right side. The procedure was concluded without health problems revealed to the patient.